Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 24 g x 0.75 in. Bd angiocath was found with foreign matter on catheter. This was observed before use with no report of serious injury or medical intervention.

Manufacturer narrative:
Confirmed: bd was able to confirm the incident in question. Investigation comments: after analyzing the photos returned from the client, it was possible to confirm the presence of silicone in the catheter. It should be noted that this silicone does not cause damage to the user and is used to aid in the slippage of the catheter during venipuncture. Samples/ photos: after visual analysis of the products, it was possible to confirm the presence of silicone droplets on the catheter. DHR review: it was analyzed the batches of the packaged product batch: 6253499 and the assembled set batch 6232119, but were no evidenced records of ¿foreign/no foreign matter¿ in the product. Qn/ ncmr review: there are no quality notification (qn) or non-conformity report records of foreign and no foreign matter for the claimed lots it is able to determine that the root cause of the silicone excessive on the catheter is caused by the excessive amount of silicone that is dispensed during siliconization of the catheter in the tipper machines. For more details of the root cause to check (B)(4).